Event description:
It was reported that during an angioplasty procedure in popliteal vein via iliac vein stenosis, the pta balloon was allegedly failed to inflate situ upon inspection. It was further reported that the midsection of the balloon was found to be constrained. The balloon worked successfully for the first 2 inflations and the patient received adequate therapy. Reportedly, some dislodged fibers were reported. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one pta dilatation catheter received for evaluation. During visual analysis fiber disturbance, material frayed, material unraveled, and balloon constrained near to distal end could be observed. No other anomalies were noted. On functional testing the balloon inflated by the inhouse inflation device and could observed the balloon abnormal inflation due to the balloon constrained. And could identified the balloon inflated, maintained pressure, deflated without other issues. No other testing was performed. Three photos received and reviewed. In the first and second photo could observed the balloon part of device and the balloon unraveled near to the proximal end. And in third photo could observed that health care professional holding the balloon which unraveled balloon material made constrained in the balloon further the unraveled material hanging from the balloon. No other anomalies were noted. Based on the photos, return sample visual analysis fiber disturbance, material frayed, material unraveled, and balloon constrained could be noted. Further in functional testing could observed abnormal inflation due to the balloon constrained. Hence the investigation was confirmed for the reported material deformation, material unraveled and identified material frayed issues. A definitive root cause for the reported material deformation, material unraveled and identified material frayed issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2026), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in popliteal vein via iliac vein stenosis, the pta balloon was allegedly failed to inflate situ upon inspection. It was further reported that the midsection of the balloon was found to be constrained. The balloon worked successfully for the first 2 inflations and the patient received adequate therapy. Reportedly, some dislodged fibers were reported. There was no reported patient injury.